Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was implanted in (B)(6) 2014 and may be flipped on the right side of the patient. The battery stuck out when the patient was sleeping on the left side. The patient thought her battery was flipped. She felt a pull on the cables which was causing her pain and discomfort. The patient had an appointment in the coming week following the date of this report to get the battery checked with her neurosurgeon. The ins was tested by her neurologist and no issues had been determined with the battery settings. The flipping of the battery had no impact on her therapy. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.